Event description:
The device was used during a vats lung partial resection. Reportedly, after exchanging cartridges, the jaws would not open. Another device was used to finish the procedure. No pt injury was reported.